Manufacturer narrative:
Results is based upon evaluation of user facility information & the returned sample; (B)(4) is based upon testing of retention samples. Conclusions is based upon evaluation of user facility information & the returned sample; (B)(4) is based upon testing of retention samples. The involved device has been returned & evaluated by the manufacturing facility, as well as retention samples. Visual inspection of the actual sample confirmed the needle was detached from the hub. The complaint sample was inspected under magnification and revealed that the inside diameter of the cannula was partially narrowed and deformed and the portion of the cannula left inside the hub was deformed and tilted on opposite directions. Magnification also revealed cracked epoxy in the roof area of the hub and scratches and a dent in the detached cannula outer surface. Evaluation of the retention samples revealed no defects and were found to meet manufacturer specifications. There were two tests conducted to reproduce the defect. Test #2 was able to simulate the complaint. Retention samples were used to conduct this test. The needle was inserted into a rubber cork and was intentionally bent in opposite directions. The cannula was broken and detached from the hub. A review of the device history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection for the assembled needle and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the simulation, normal single usage will not cause breakage of the needle and verification of the retention samples showed no abnormality. However, simulation with multiple bending (opposite directions) showed similar appearance of the broken needle (hub portion) similar to the complaint received. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported breakage of the ss+05l2332 device. Follow up communication with the user facility reported the following: it was reported the breakage was on connecting point of needle cannula and hub when giving steroid injection in the patient's back; and patient was taken to surgery to take out the broken cannula.